Event description:
It was reported that prior to changeout of the device the lead was not sensing. During the changeout the patient's rates stopped pacing. The right ventricular lead was disconnected from the device and hooked up to an analyzer. The analyzer showed that the impedance was high and the lead was not capturing. Further examination revealed that the lead was in two pieces. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the proximal segment of the lead was returned and analyzed and no anomalies were found. However, all conductors had blood/body fluid (not obstructed). The outer insulation had cosmetic environmental stress cracking and a cosmetic depression.